Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the battery cap was stripped on the insulin pump. The mother also reported the customer experienced a high blood glucose of 400 mg/dl. The mother did not provide details of the customer's high event. Customer's mother was advised a replacement battery would be sent. The mother declined to return the insulin pump for analysis.